Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries a week or so. Customer stated that the insulin pump had to reset date and time, delivery alarm and had half of reservoir left. No harm requiring medical intervention was reported. The customer will continue to use the device.